Event description:
Customer reports results of 3.7 and 3.8mg/dl creatinine using I-stat system. Elevated creatinine result questioned by physician. Test repeated on a different laboratory method and results of 1.3 and 1.4mg/dl were obtained.